Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for analysis. Part not returned.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a sacroiliac and thoracolumbar spinal fusions l4-s1 procedure, there was an alleged spinal navigation inaccuracy. The surgeon was using a navigation system, imaging system, and a tracker calibrated with a driver. The amount of inaccuracy is unknown. The procedure was completed without the use of the navigation and imaging systems. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
Patient weight not available from the site. Additional information: patient demographics provided and additional information added. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the amount of inaccuracy noted was about 10 millimeters. A manufacturer representative went to the site and verified the accuracy with a phantom and the accuracy was okay with the navigation probe. The tracker was tested and was okay.